Event description:
It was reported that the unspecified bd¿ pump set was blocked/occluded due to the vent "unintentionally not being closed and getting wet". The following information was provided by the initial reporter: "an issue nursing staff has brought to her attention regarding residual medication in bottle when vtbi is complete. Through our conversation it was noted that it is very likely due to the vent unintentionally not being closed and getting wet. This causes negative pressure which has a vacuum effect that acts as an opposing force to the pump that is trying to move fluid forward (hence the slow or blocked flow with wet vents). No patient impact reported."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the vent is unintentionally not being closed and getting wet causing negative pressures, which results in a vacuum effect that acts as an opposing force to the pump that is trying to move fluid forward. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pump set was blocked/occluded due to the vent "unintentionally not being closed and getting wet". The following information was provided by the initial reporter: "an issue nursing staff has brought to her attention regarding residual medication in bottle when vtbi is complete. Through our conversation it was noted that it is very likely due to the vent unintentionally not being closed and getting wet. This causes negative pressure which has a vacuum effect that acts as an opposing force to the pump that is trying to move fluid forward (hence the slow or blocked flow with wet vents). No patient impact reported."